Manufacturer narrative:
On the day of the event, qc results were acceptable. The analyzer alarm history does not contain any conspicuous events on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable high elecsys vitamin d ii assay results for 3 patients tested on a cobas 6000 e 601 module. For patient 1: the initial vitamin d ii result was > 250.0 nmol/l with a data flag with a repeat result of >250.0 nmol/l. On (B)(6) 2019 the same patient sample was tested again and a vitamin d ii result of 39.53 nmol/l was obtained. For patient 2: the initial vitamin d ii result was > 250.0 nmol/l with a data flag with a repeat result of >250.0 nmol/l on (B)(6) 2019 the same patient sample was tested again twice with vitamin d ii results of 58.35 nmol/l and 58.27 nmol/l. For patient 3: on (B)(6) 2019 the initial vitamin d ii result was > 250.0 nmol/l with a data flag with a repeat result of 45.31 nmol/l on (B)(6) 2019 the same patient sample was tested again and a vitamin d ii result of 41.73 nmol/l was obtained. The results in question were reported outside of the laboratory. The vitamin d ii reagent lot was 40800600 with an expiration date that was not provided.